Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was changing the infusion set and reservoir and it does not go to fill cannula during prime, it will empty out the reservoir. It was stated that the customer is unable to exit the preparing to prime loop. Customer was instructed to stay disconnected and hold the act button until receiving a second series of beeps or numbers appear on the display. Customer did not receive any beeps or numbers. It was also reported that the customer had done a set change while connected to the insulin pump and gave herself half of insulin from the reservoir and blood glucose went low. The customer had a traumatic brain injury and she did not know what she was doing. Blood glucose value was 164 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches to the display window.